Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the left ventricular (lv) lead had failed to be separated from the stylet. Attempts made to separate the stylet had damaged the lead. The lead was not used, and a new lead was implanted. The patient was in stable condition.